Manufacturer narrative:
Investigation: our quality engineer inspected the samples provided. Bd received two used, insyte autoguard 20ga units in opened packages from material number 381434, lot number 9084923. There was no discoloration on unit #2, but a brown marbling color was observed on unit #1. Unit #1 had no mechanical/physical damage to any of the components (spring, n needle hub, grips) or evidence of adhesive on the button or hub. Unit #2 did have mechanical/physical damage or mis-mold to the button opening of the grip. A functional test was performed on both units. Unit #1 was successful with the retraction but unit #2 was not. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The brown marbling that was observed was created as part of the normal molding process with this material. That would not affect fit, form or function of the product. The defect needle retraction failure was identified, confirmed and replicated with the returned unit. Where the defect occurred manufacturing or molding is unknown. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings on the build this lot number.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced an inability for the needle to retract during use. The following information was provided by the initial reporter: material no.: 381434 batch no.: 9084923. Per email: our facility has recently had two insyte autoguards that have not retracted. I filed complaints for these with insufficient evidence to determine if a lot removal was necessary. We recently had another episode of this same product not retracting, and another insyte autoguard with some discoloration on the needle safety retraction button. Both of these new episodes have the same lot#.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced an inability for the needle to retract during use. The following information was provided by the initial reporter: material no.: 381434, batch no.: 9084923. Per email: our facility has recently had two insyte autoguards that have not retracted. I filed complaints for these with insufficient evidence to determine if a lot removal was necessary. We recently had another episode of this same product not retracting, and another insyte autoguard with some discoloration on the needle safety retraction button. Both of these new episodes have the same lot#.